Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: pain. Concomitant products: mentor smooth round moderate plus profile 450cc saline prosthesis, catalog # 3502450, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female who underwent breast augmentation revision with a mentor smooth round moderate plus profile 450cc saline prosthesis experienced left sided pain, back pain, and left sided rippling. The rippling was confirmed by a physician and an ultrasound was performed, results unknown. As a result, and explant is planned for (B)(6) 2019.